Manufacturer narrative:
Block a1 (another patient identifier): (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a ligation of esophageal varices procedure performed on (B)(6) 2024. During the procedure, the bands were stuck together and could not be deployed normally. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a ligation of esophageal varices procedure performed on (B)(6) 2024. During the procedure, the bands were stuck together and could not be deployed normally. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block a1 (another patient identifier): (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the returned speedband superview super 7 was analyzed and a visual evaluation noted that the device returned with the ligator housing with seven bands still attached to it, the handle did not have evidence that the trip wire was secured, and the slack was not taken up. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, the device returned with the ligator housing with seven bands still attached to it, the handle did not have evidence that the trip wire was secured, and the slack was not taken up. A labeling review was performed and based on the condition of the returned device; this device was not used per the instructions for use (IFU)/product label as the trip wire was not secured into the handle slot and per the IFU "secure trip wire in slot on handle unit." Additionally, the trip wire was not pulled up to take up rest of slack and the IFU states "pull gently on trip wire to take up rest of slack. Stop applying tension when resistance occurs." Based on the available information and the analysis of the returned device, the most probable root cause of this complaint is failure to follow instructions due to problems traced to the user not following the manufacturer's instructions.